Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed contamination on the entire plunger case assembly. No physical damage. Check syringe plunger sensor and plunger sensor failure was found in the event history log. The root cause of the reported issue was caused by fluid ingression into the plunger head as a result of customer's improper use of the pump. Actions taken to mitigate the reported issue: replaced entire plunger assembly components affected. Performed all functional tests and passed. UDI information is unknown.

Event description:
It was reported that system error event occurred. No patient injury reported.